Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm during a manual prime. Customer's blood glucose was 123 mg/dl. Troubleshooting was able to verify that insulin exits the tubing. The customer also reported the insulin pump alarmed no delivery after running a manual prime. Customer was advised the alarm may be caused by a connection issue with the insulin pump. No additional information provided.